Event description:
On (B)(6) 2006, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unk date, a computed tomography (CT) scan revealed a type ii endoleak originating from multiple patent lumbar arteries. Subsequent ultrasound scans (dates unk) confirmed a persistent type ii endoleak contributing to aneurismal growth to 6.7 cm (original aneurysm measurement is unk). On (B)(6) 2012, the system of gore devices was explanted and replaced with an open graft. The endoleak was resolved, and the pt tolerated the procedure. The explanted excluder devices will be returned to gore for eval.

Manufacturer narrative:
Add'l excluder device included in this report: pxc141000 / 03939632. A review of the mfg records for the devices verified that the lots met all pre-release specifications. Results pending completion of explant eval.